Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI): (B)(4). Certas valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI) #: (B)(4). The certas valve was returned for evaluation. The valve was visually inspected, no defects noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to valve implanted at inappropriate location or with excessive tissue thickness over the valve.

Event description:
N/a.

Event description:
A physician reported the certas valve was explanted due to icp inconsistent readings. The patient presented with high intracranial pressure (icp) and large ventricles. Due to anatomy the valve was placed at the curved area of the skull and it created an angle in the place of connection of siphonguard with the valve. Patient was doing well after the surgery; however patient's condition got worse the same day. The high negative numbers were registered by codman icp express monitor. All necessary steps were taken but the icp reading was still low. Neurosurgeon decided to take out the valve due to suspicion of valve malfunction. Additional information: icp monitor's reading were incorrect as evd reading showed normal icp and were not correlating with icp express monitor readings. Neurosurgeon suspects the problem with microsensor.